Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: it was reported the manual wheelchair handrims have broken, creating a jagged edge on the handrim.